Event description:
A st jude mitral valve "29" mm was being implanted. As the dr was swiveling the valve into the correct orientation one of the eyelets fractured and fell into the heart. The broken piece was not retrieved.